Event description:
The hcp reported that the patient was experiencing severe nausea. The patient was tested for bacterial infection. The date and results of this testing are unknown. No patient treatment, intervention or device troubleshooting was required. No further complaints were reported.